Event description:
It was reported that for the past 8 months the patient experienced shocking in their neck when they would turn their neck. It was also reported the patient had a metal taste in their mouth and that they had difficulty swallowing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).